Event description:
This lead was implanted on (B)(6) 2013 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead exhibited noise on shock channel. The physician was unknown at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).